Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2018-07474, reference MFR. Report#: 1627487-2018-07475, reference MFR. Report#: 1627487-2018-07476. It was reported the patient felt stimulation in the incorrect location following a recent motor vehicle accident. X-rays revealed the patient's occipital leads had moved to the patient's neck. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the leads were repositioned. Reportedly, effective therapy was restored following the procedure.